Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.